Manufacturer narrative:
Investigation of the download data from the returned pod found that a 0x6a occlusion alarm had been generated by the pod. Rerun of the pod did not replicate the alarm or the original data. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the occlusion alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and acute kidney injury. The patient also has lupus. The patient wore the pod longer than 48 hours at the infusion site (arm). Symptoms reported include hyperglycemia, fatigue, vomiting, and swelling. The patient was treated with fluids, an insulin drip, and steroids. The patient was at the hospital for 2 days and was currently admitted. The patient was still wearing the pod at the time of the call.